Event description:
Revision surgery - the patient had an infection.

Event description:
Revision surgery - all previously submitted information is the same with the exception of the patient identifier number, the correct number is (B)(6).

Manufacturer narrative:
The root cause of the revision surgery on (B)(6), 2012 was identified as an infection. The original surgery occurred on (B)(6), 2012. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was disposed of. The device history records for the foundation knee insert were examined. The product used in the original surgery received an adequate sterilization gamma radiation dose between 25-40 kgy and was within its expiration date at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records show this device met sterilization, design, and manufacturing requirements. No information was submitted with regard to the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.